Event description:
It was reported the patient's blood glucose levels rose to 399 mg/dl. The patient was nauseous. When removed from the infusion site, the pod's cannula was found to be dislodged. As treatment, the patient gave a correction bolus of 8 units of insulin and changed out the pod. An alarm was also generated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.